Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported that the patient had a rash and hives all over his body and that began under the electrodes and therapy pads. The patient's nurse reported that she was using cortisone cream on the patient and that he had temporarily removed the lifevest. The rash was reported to be red, itchy, with areas of broken skin on the patient's chest, stomach, under arms, back and groin. During a follow up it was reported that the patient saw his doctor and began using prednisone. The patient reported that the rash was improving slightly since starting prednisone. Multiple subsequent attempts to follow up with the patient were unsuccessful. The final medical outcome of the irritation is unknown.